Event description:
It was reported that the patient experienced pain and the surgeon ending up explanting the system. The reporter had no further information. The patient status at the time of the event was alive and no injury. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy180816h ) showed ins functionally okay, insignificant anomalies. No significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v847450, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).